Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer experiencing high blood glucose and low blood glucose. Customer's blood glucose level was 400 mg/dl and 40 mg/dl. Customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer reported that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm. Customer was perform self test and test result was failed. The insulin pump will be returned for analysis.